Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the pump black box data revealed appropriately emitted loss of prime warnings associated with cartridge changes. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6)2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.